Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from a value displayed as "low" on the continuous glucose monitor, to 62mg/dl. Reportedly, pump was reading "low" and customer was not entering in bg levels, only grams of carbohydrates. The pump therefore could not factor in bg levels into the amount of bolus delivered. Additionally, customer was switching personal profiles back and forth without consulting healthcare provider. Bg was addressed via consumption of glucose gel. The customer was instructed to consult with healthcare provider regarding bg level.